Manufacturer narrative:
Product analysis: the distal tip was damaged. During the analysis, the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, con firming the presence of a leak. A pin-hole leak was present at the distal end of the distal marker band approx. 5 mm proximal to the distal tip. The pin hole was jagged and uneven. (B)(4).

Event description:
It was attempted to use a resolute integrity drug eluting stent to treat a mildly tortuous, calcified lad lesion exhibiting 75% stenosis. The device was removed from its packaging and inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. During the procedure it was reported that resistance was encountered and strong force was used. As the device was passing through the lesion site and when negative pressure was applied, blood leakage and blood reflux were noted. It was advised that since it was a calcified lesion site, there was a possibility that the balloon might have been damaged during passage through. The device did not pass through a previously deployed stent and dilatation was not carried out. A non-mdt device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.